Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a patient death occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted. On (B)(6) 2017, the patient experienced septicemia. They were discharged to hospice care on an unknown date. On (B)(6) 2017, the patient died of an unknown cause.